Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a plum pump. It was reported that after the delivery of the chemotherapy agent was complete, the nurse clamped the tubing using the slide clamp that was distal to the cassette and removed the tubing set from the pump to ¿wash it¿. It was reported that after the tubing set was loaded back into the pump, the nurse noted 50ml of blood loss on the floor. It was reported that a cut in the tubing was noted at an unspecified location between the cassette and the distal end of the tubing set. There were no reported adverse pt effects and no delays in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 1878. The domestic list number has a common device name of 80fpa and has a 510k of k810317. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.